Event description:
It was reported that during a ptca procedure involving a lesion in the left main (lm), the shaft of quantum maverick monorail catheter broke. The physician was unable to inflate the balloon. During removal, the shaft broke inside of the pt. The balloon catheter hand guide catheter were removed as one without incident. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported as 'okay'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.